Event description:
It was reported that the pump was not charging. There was no information available regarding the impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.